Manufacturer narrative:
It was reported via repair work order that the foot end lock mechanism would not spring down. This did not affect loading and locking of the cot into the fastening system.

Event description:
It was reported via repair work order that the foot end lock mechanism would not spring down due to the foot end fastener assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the foot end lock mechanism would not spring down. This did not affect loading and locking of the cot into the fastening system. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.